Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Customer performed back to back blood tests - 127, 126 mg/dl. Customer states expected range in the morning is 105-130 mg/dl, customer states getting results around 68-80 mg/dl. Caller did not want to review memory. No adverse event reported.